Event description:
The covidien endo stitch 10mm auto suture ((B)(4), lot j6d0566x) failed twice, requiring the opening of 3 devices to complete the surgery. The needle fell out of the jaws twice, without any visible cause.